Manufacturer narrative:
Section a4: patient weight corrected. Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected. Section b5: corrected for clarity. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was later admitted for endoscopic mucosal resection on (B)(6) 2023 and was discharged on (B)(6) 2023. The patient later had bleeding at the lower gastrointestinal tract. The patient was readmitted on (B)(6) 2023 underwent sigmoidoscopy and a blood transfusion (concentrated red blood cells). Approximate number of units of red blood cell concentrate transfused per 24 hours was less than 4 units. Prothrombin time (inr) was 2.2 iu, activated partial thromboplastin time (aptt) was 35 seconds, and platelet count (plt) was18.3 × 10s/l. The patient was noted to be on warfarin at the time of the event. It was noted that the patient had a history of lesions or disease at the bleeding site and facilitated the development of rectal bleeding. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Section d4: the primary UDI number and device serial number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had bleeding at the lower gastrointestinal tract. The patient underwent sigmoidoscopy and a blood transfusion (concentrated red blood cells). Approximate number of units of red blood cell concentrate transfused per 24 hours was less than 4 units. Prothrombin time (inr) was 2.2 iu, activated partial thromboplastin time (aptt) was 35 seconds, and platelet count (plt) was 18.3 × 10s/l. Warfarin was provided to the patient. It was noted that the patient had a history of lesions or disease at the bleeding site and facilitated the development of bleeding (rectal). The patient was later readmitted on (B)(6) 2024 to the emergency room.

Event description:
The patient was later readmitted for endoscopic mucosal resection on (B)(6)2024.

Manufacturer narrative:
B5 was corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.